Manufacturer narrative:
The device has been returned and a product investigation completed. This is additional relevant information for the complaint. This supplemental report is being submitted to provide this information. The actual device lot # is updated to kr871267. The manufactured date is not available at this time. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check with error code u509. Both switches were checked and both switches were found to be functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found to be worn with no metal exposed. The distal end of the device was inspected under a microscope and found approximately 17 mm of the probe is detached; detached probe was returned. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the similar reported events, product investigation evaluation determined the cause for the detached probe is attributed to the probe coming into contact with a hard or metallic surface during activation. The cause for the worn teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Manufacturer narrative:
This is the third of three associated medwatch reports filed for this event. Three failed devices were used in the event and the procedure was successfully completed with a competitor¿s device. There is no patient information or additional event description available. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. A supplemental report(s) will be filed as any relevant information becomes available.

Event description:
As reported, during procedure the probe tip of the device was broken off. The broken piece was retrieved. There was no injury or adverse impact to the patient. Two other devices were used unsuccessfully before this one. The procedure was completed with a competitor¿s device.